Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week later, computed tomography scan demonstrated that there were acute pulmonary emboli within the bilateral main pulmonary arteries, more extensive on the right, with extension distally into segmental and sub segmental branches. No findings of right heart strain or pulmonary infarction. After four years, computed tomography of abdomen without intravenous contrast with oral contrast was performed, and result showed that an inferior vena caval filter was noted with approximately 19° tilt to the right. The most cephalad tip of the inferior vena caval filter appeared to be at the level of the right renal artery. Left lateral filter prongs abutted the right lateral wall of the aorta. The right lateral filter prongs abutted the psoas muscle. The anterior filter prongs extended beyond the anterior margin of the inferior vena cava and appeared to abut the small bowel loops. The filter prongs appeared intact. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.